Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report a discordant, elevated atellica im enhanced estradiol (ee2) patient result. The customer informed siemens that the issue was found when a lot calibration was performed on (B)(6) 2022 and met the expected criteria, but quality control (qc) failure was observed. Qc was retested and was within range. As a result, patient samples previously tested were retested and this discordant result was found. The customer investigated and found that the calibration used for the initial testing on (B)(6) 2022 did not meet the expected criteria. The customer suspects a calibration issue caused the discordant ee2 result. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
A customer obtained an elevated atellica im enhanced estradiol (ee2) result on a patient sample. The sample was retested after the instrument was recalibrated, and the result was lower and considered correct. There are no reports that treatment was altered or prescribed or of adverse health consequences due to the discordant ee2 result.

Manufacturer narrative:
Siemens filed MDR 1219913-2022-00364 initial report on 2022-10-25. Additional information - 2022-11-01: siemens concluded the investigation for an outside of the united states (ous) customer observation of a discordant, elevated enhanced estradiol (ee2) result with lot 088 when tested on an atellica im analyzer (serial number (B)(6)). On (B)(6) 2022, the customer observed bio-rad immunoassay plus qc lot 85270 high out of range results with atellica im enhanced estradiol (ee2) lot 088. The customer recalibrated and retested controls on (B)(6) 2022. The patient sample was retested once controls were within range. The retest result was lower than the initial result. The lower retest result was considered correct by the customer. Siemens cannot rule out preanalytical factors or sample handling as a possible cause for the discordant result. Siemens observed that the calibration in use during the initial patient testing was performed on (B)(6) 2022 and, although valid, the rlu's were higher than other calibrations performed with the same reagent lot. The new lot calibration performed on (B)(6) 2022 for ee2 lot 088 met the customer's expected criteria, but controls needed to be retested before recovering within range. Once in range they repeated the patient sample. The recalibration of ee2 lot 088 resolved the issue for the customer. Based on the available information, atellica im ee2 reagent 088 is performing as intended and no product performance issue has been identified. The customer is operational, and no further action is required. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.